Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the patient experienced a high blood glucose event with a reported value of 563 mg/dl. The event involved product(s) mmt-399a,mmt-332a,unk_sensor,mmt-1884l. Troubleshooting for the high blood glucose concern was declined. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The patient has type 1 diabetes and treated the high blood glucose with insulin via syringe and a manual bolus using the pump. At the time of the call, the patient reported a blood glucose value of 105 mg/dl and the event was no longer ongoing. The patient also reported that the infusion set cannula was bent. No further patient complications were reported. The patient declined product return for mmt-332a,unk_sensor,mmt-1884l. Mmt-399a was expected to return.